Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia, diabetic ketoacidosis also for pneumonia on (B)(6) 2019. The customer blood glucose level was 570 mg/dl at the time of incident and the current blood glucose level was 269 mg/dl. The customer was treated with injection drip and antibiotic also with syringe for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer sated drive support cap appeared to be normal. Customer also stated that they experienced a high blood glucose when having pneumonia and even when taking manual injections with a syringe blood glucose was not coming down. The device will not be returned for analysis.